Event description:
This event involved a patient who experienced a change of power source in the controller earlier than expected 24 months after heartware lvad implantation. The battery was removed from the patient and a new battery was supplied. There were no injures associated with this event.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual & functional testing and non-conformance material record (ncmr) review. "Poor connection" event is confirmed. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing of the returned battery revealed a defective cell pair which compromised the battery performance. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.